Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, installed door upgraded cable guides. Preformed system check. Unit works as intended. (H3,h6): manufacturing representative went to the site to test the system, unit was unable to open the door when using the pendant. Aligned the gantry and was able to open and close the door several times without issue. Contacted team and was instructed to rehome the unit. After rehoming, took 3d spin with no issues found. Unit worked as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about an imaging system issue identified outside of a procedure. It was reported that there was a loud bang, and then the site was unable to open the gantry. There was no patient involvement reported.